Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the placement signal was not functioning after a difficult insertion through the anastomosis. Pump support continued without interruption, and there was no reported harm to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned. The data logs show the "placement signal not reliable" alarm triggered; the placement signal does not recover for the remainder of support. The optical sensor 5s parameters at the time of the failure were characteristic of an optical fiber break due to torque. In conclusion, when also considering the clinical information, it was determined that the cause of the optical signal issue was most likely a damaged optical fiber line. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.